Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
Although the product was not returned for investigation, the reported event could be confirmed. All relevant quality documents (manufacturing and inspection documents) have been reviewed and it was determined that the device was manufactured with no reported discrepancies. In this case, the cutting of the implant was necessary for a perfect fit and that indicated that the root cause is user related. Based on statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue.

Event description:
The sales rep was informed that the contour of the implant was way off (had too much of a bow to it). The implant had to be cut and burred down and bone cement had to be used to fill in significant voids throughout the implant area.

Event description:
The sales rep was informed that the contour of the implant was way off (had too much of a bow to it). The implant had to be cut and burred down and bone cement had to be used to fill in significant voids throughout the implant area.